Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient lost over 100 pounds, and after losing weight the ipg became very superficial and causing the patient pain at the ipg site. Surgical intervention took place where the ipg was explanted and replaced to address the issue.